Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead fell out of the coronary sinus during the implant procedure. Repositioning the lead was attempted, but the guidewire would not pass through the lead. The lv lead was removed and a new lead was placed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: the full lead was returned and analyzed. Analysis indicated the distal conductor was extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire was not returned. Using a medtronic guidewire to perform test. Back loading was failed due to dried blood obstruction inside the lead tip nose. It was also failed the front loading, guidewire was insert from the is-4 connector pin, and the guidewire could not go any further at distance 31.5 cm due to conductor distorted. If information is provided in the future, a supplemental report will be issued.